Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer tried the soft-picks advanced and was extremely disappointed, they seem to break every time the consumer uses one.